Manufacturer narrative:
Submit date: 02/14/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hypodermic needle. The customer reports during a surgical procedure, the needle detached from the hub. While the surgeon was performing a localized block injection, upon pulling the syringe with the attached needle out of the patient, the needle slid out of the attached hub and was sticking out of the patient's skin.